Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was tightening cam loc on skyline plate when tip of driver sheared off in cam-loc.

Manufacturer narrative:
One (1) modified tapered cam tightener [product code: 6983-27-064] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed at the macroscopic level that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with the device. Fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cam tightener distal tip becoming broken cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.